Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a trial patient. Consumer reported the patient felt a jolting sensation when getting up from lying down. It was also reported that they would get a shocking/jolting feeling when they get out of bed or out of a car. Patient was redirected to their physician. No further complications reported/anticipated.